Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: a result in the "400 to 410 mg/dl" range (aviva meter) and a result in the "130 to 180 mg/dl" range (va meter). No adverse event reported. Return of the suspect device was requested for evaluation.